Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported by the emergency room healthcare professional (hcp) that an MRI was considered as the patient may have had a stroke. It was noted that the patient was not in surgery (sx) at the time of the call. There was no other information. Additional information was requested but was not available at the date of this report.